Manufacturer narrative:
Device evaluation: the device was returned for evaluation. The device was given functional testing: this showed the drive rod was non-functional. The cause of this issue could not be established.

Event description:
Reporter stated the device was in use with patient for infusion of remodulin for treatment of pulmonary arterial hypertension. The reporter stated the patient called to report the infusion was taking longer than previous infusions. Specifically, the patient reported the infusion cartridge was expected to have 0.5 ml after 48 hours' infusion time. Patient reported that for this infusion, the cartridge still had 1/3 of the original volume after 48 hours. No adverse effects to patient reported.